Manufacturer narrative:
Corrected: initial reporter occupation: changed to n/a. The product was returned with the membrane completely unfolded with blood on the exterior & interior of the catheter and between the non-maquet sheath and the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the catheter to be completely separated approximately 24.6cm from iab tip. Additionally, four catheter kinks were also observed approximately 47.5cm, 49.5cm, 76.5cm & 77.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected at the broken inner lumen site. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. However, it is difficult to determine when the break may have occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the tip of the iab kinked, and the arterial pressure waveform disappeared. Patient therapy continued unaffected. There was no reported patient injury.

Manufacturer narrative:
Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the tip of the iab kinked, and the arterial pressure waveform disappeared. Patient therapy continued unaffected. There was no reported patient injury.

Manufacturer narrative:
(B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the tip of the iab kinked, and the arterial pressure waveform disappeared. Patient therapy continued unaffected. There was no reported patient injury.